Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis is listed in the instruction for use (IFU) as a potential risks associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, the cause of the stenosis is unknown, however may be due to the patients pre-existing valvular disease process, patient prosthesis mismatch, and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through p3a clinical trial, the patient status post tavr viv (23mm s3 in a 21mm surgical valve) presented during 1 year visit, increased shortness of breath and unable to complete a 6 minute walk, and "general decline". An echo revealed native moderate-severe tricuspid regurgitation (tr) secondary to pacing lead. There was also an increase in aortic mean gradient and a decrease in valve area. A decision was made to redo aortic valve and tricuspid valve repair however, there has been no reported treatment at the time of this report. As reported, volume secondary to acute diastolic and valvular congestion. The patient was treated with diuretics with positive results and weight loss. Upon review of medical records (echo, tte), the aortic valve peak gradient measure 56mmhg, mean gradient 33mmhg and a calculated aortic valve area (ava) 0.90cm2 with no regurgitation.